Manufacturer narrative:
After further review MFR#2916837-2021-00088 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facsaria¿ so waste leaked outside of instrument. There was no report of patient/user impact. The following information was provided by the initial reporter: it was reported that the quick disconnect is broken on instrument. Customer problem: customer states that the closed loop nozzle quick disconnect is broken on the side of the instrument. Part # 648056. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Was there a fluidic leak or spill? Yes. 1. Was the leak/spill contained within the instrument? No. 2. Was the leak/spill in a customer accessible location? Yes. 3. What was the fluid that leaked/spilled? Closed loop line-sheath/waste. 4. What is the source of leak/spill? (Waste or non-waste line) waste. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak no.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsaria¿ so waste leaked outside of instrument. There was no report of patient/user impact. The following information was provided by the initial reporter: it was reported that the quick disconnect is broken on instrument. Customer problem: customer states that the closed loop nozzle quick disconnect is broken on the side of the instrument. Part # 648056 are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Was there a fluidic leak or spill? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Closed loop line-sheath/waste. What is the source of leak/spill? (Waste or non-waste line) waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak ? No.